Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system controller displayed "replace generator. The generator has reached its end of service" message. A company representative met with the patient and confirmed the patient's ipg no longer had enough voltage to provide stimulation. The patient decided to have the abbott scs ipg replaced with a competitor's. The date of the replacement procedure was undetermined at this time.